Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an untreated episode showing non-physiological artifacts on primary vector. The artifacts could be reproduced on alternate vector upon manipulation at the device header. Troubleshooting was performed on the sense b sensing. The technical services (ts) recommended to performed x rays. The x-ray did not reveal any abnormalities in the diagnosis by the radiology colleague. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock. Subsequently, therapy was turned off, and the system was explanted and replaced. Noisy signals were reproducible and a fracture on the electrode is suspected. The system is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an untreated episode showing non-physiological artifacts on primary vector. The artifacts could be reproduced on alternate vector upon manipulation at the device header. Troubleshooting was performed on the sense b sensing. The technical services (ts) recommended to performed x rays. The x-ray did not reveal any abnormalities in the diagnosis by the radiology colleague. This s-ICD remains in service. No adverse patient effects were reported.